Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. No specific programming parameters were provided. At the completion of the delivery, the nurse noted that air passed through the tubing cassette. No audible alarm was reported. No air reportedly reached the pt. The device was removed from clinical use. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.